Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was damaged and unable to connect to the mating component. The following information was provided by the initial reporter, translated from french to english: "it is impossible to connect some catheters (problem of screw thread?). When we change the kt, it works, so the problem comes from the kt and not from the element on which we connect it."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was damaged and unable to connect to the mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: "it is impossible to connect some catheters (problem of screw thread?). When we change the kt, it works, so the problem comes from the kt and not from the element on which we connect it."